Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the tuohy needle is much more flimsy than usual, soft, bends easily, even broke after bending". A new device from a different lot was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one opened kit. Visual examination of the returned sample revealed the needle's cannula appeared to be broken off and was missing from the needle. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the tuohy needle is much more flimsy than usual, soft, bends easily, even broke after bending". A new device from a different lot was used. No patient harm or injury. The patient status is reported as "fine".